Event description:
When moving the catheter up and down to catch the wire of afx device, the marker band was detached. It was found that the marker band was inside 8 fr long sheath and then the sheath was removed and the marker was taken out of the body. The kit was exchanged with a new one and the procedure was completed.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.